Event description:
The therapist reported that several patients complained of a burning sensation under the application electrodes during an electrotherapy treatment. The therapist could not recall the patient symptoms or treatment parameters. The therapist was using new lead wires and carbon self adhesive electrodes. None of the patients were injured. Patient two of seven.

Event description:
The therapist reported that several patients complained of a burning sensation under the application electrodes during an electrotherapy treatment. The therapist could not recall the patient symptoms or treatment parameters. The therapist was using new lead wires and carbon self adhesive electrodes. None of the patients were injured. Patient six of seven.

Event description:
The therapist reported that several patients complained of a burning sensation under the application electrodes during an electrotherapy treatment. The therapist could not recall the patient symptoms or treatment parameters. The therapist was using new lead wires and carbon self adhesive electrodes. None of the patients were injured. Patient five of seven.

Event description:
The therapist reported that several patients complained of a burning sensation under the application electrodes during an electrotherapy treatment. The therapist could not recall the patient symptoms or treatment parameters. The therapist was using new lead wires and carbon self adhesive electrodes. None of the patients were injured. Patient seven of seven.

Event description:
The therapist reported that several patients complained of a burning sensation under the application electrodes during an electrotherapy treatment. The therapist could not recall the patient symptoms or treatment parameters. The therapist was using new lead wires and carbon self adhesive electrodes. None of the patients were injured. Patient three of seven.

Event description:
The therapist reported that several patients complained of a burning sensation under the application electrodes during an electrotherapy treatment. The therapist could not recall the patient symptoms or treatment parameters. The therapist was using new lead wires and carbon self adhesive electrodes. None of the patients were injured. Patient four of seven.

Manufacturer narrative:
Conclusion: square waveform was detected on channel 2 when selecting mode. Q20 shortened and q30 got hot. Unit passed all hv test conducted, no anomalies were found. See scanned pages.

Event description:
The therapist reported that several patients complained of a burning sensation under the application electrodes during an electrotherapy treatment. The therapist could not recall the patient symptoms or treatment parameters. The therapist was using new lead wires and carbon self adhesive electrodes. None of the patients were injured. Patient one of seven.

Manufacturer narrative:
Conclusion: square waveform was detected on channel 2 when selecting mode. Q20 shortened and q30 got hot. Unit passed all hv test conducted, no anomalies were found. See scanned pages.

Manufacturer narrative:
Conclusion: square waveform was detected on channel 2 when selecting mode. Q20 shortened and q30 got hot. Unit passed all hv test conducted, no anomalies were found. See scanned pages.

Manufacturer narrative:
Conclusion: square waveform was detected on channel 2 when selecting mode. Q20 shortened and q30 got hot. Unit passed all hv test conducted, no anomalies were found. See scanned pages.

Manufacturer narrative:
Conclusion: square waveform was detected on channel 2 when selecting mode. Q20 shortened and q30 got hot. Unit passed all hv test conducted, no anomalies were found. See scanned pages.

Manufacturer narrative:
Conclusion: square waveform was detected on channel 2 when selecting mode. Q20 shortened and q30 got hot. Unit passed all hv test conducted, no anomalies were found. See scanned pages.

Manufacturer narrative:
Conclusion: square waveform was detected on channel 2 when selecting mode. Q20 shortened and q30 got hot. Unit passed all hv test conducted, no anomalies were found. See scanned pages.